Event description:
Customer reporting 1 false positive sars result due to a specimen processing/ carry-over issue. It is their procedure to self-report these issues to the manufacturer. Customer states a plan has been put into place to mitigate future risk of occurrence.

Manufacturer narrative:
Investigation summary: the customer stated the issue was related to their internal process rather than a quality issue for the lyra assay. No investigation is required. The customer has outlined their steps for risk mitigation. Root cause: no investigation required. Source: email.